Event description:
Covidien received information stating that after the replacement of the an ht70 ventilator's circuit the device experienced a frozen screen upon start-up. The device was reported to be unresponsive. The patient was removed from the device and placed on an alternate ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4). The replaced single board control (sbc) panel was received by the manufacturer for further evaluation. The sbc was evaluated and was found to have contributed to the reported event. Upon placing the sbc in a test ventilator, the device was found to freeze multiple times during start-up. The reported event was confirmed.

Manufacturer narrative:
(B)(4).